Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a procedure, the guidewire was unable to be withdrawn from the lead, which extended the procedure time by thirty minutes. The lead was replaced to resolve the issue.